Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached on (B)(6) 2025 from hub. Infusion set was used for few days. Blood glucose level was 525 mg/dl at the time of the event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.